Event description:
A male whose form was considered suitable for endovascular repair and an aortic neck long enough for aaa deployment underwent endovascular therapy in 2008. During placement of the main body, the top stent was fully deployed before cannulation of the contralateral limb. The right renal artery was barely seen on final angiography, which was caused by the graft partially covering the orifice of the right renal artery. The right renal artery was cannulated from the left upper arm, and ballooning was performed using another manufacturer's balloon catheter. After the renal artery was opened, another manufacturer's stent was placed. Final angiography showed a successful opening of the right renal artery, and no endoleak was observed. Patient is recovering.

Manufacturer narrative:
Event evaluation: still under investigation.